Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a negative leak test, indicating leaks were present. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap in the adhesive at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a gap in the adhesive at the distal end. In addition to the reportable malfunction, the following were noted: due to wear of forceps elevator lever, the upward/downward angulation control knob could not be locked securely; the air/water-cylinder had discoloration; the adhesive around the objective lens had a crack; the bending section cover adhesive had a crack; the connecting tube had a buckling; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the channel tube had a scratch and a pinhole, resulting in a loss of water tightness; the universal cord had a scratch and was deformed; the acoustic lens was damaged, and therefore the displayed ultrasound image was defective and missing elements. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) in the following verbiages: "after using the endoscope reprocess it according to the instructions given in chapter 7, 'cleaning, disinfection, and sterilization procedures'. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result," "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities, " and "caution: do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur" olympus will continue to monitor the field performance of this device.